Manufacturer narrative:
The pump was returned to animas. Review of the pump history revealed a reboot condition on (B)(6), 2011. The pump booted to the verify screen and was exercised for 24 hours with no power failures observed. When the pump was moved from side to side a loose internal component was heard moving inside the pump case. When the pump was open to investigated it was discovered that a capacitor had broken free from the printed circuit board.

Event description:
The patient reported that the pump rebooted without user intervention. He reported that the pump rebooted three times. He also reported that he recently received a "replace battery" alarm without a "low battery" alarm.